Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 14 months. Unfortunately, the reason for explanting the device was not reported. No other details provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. According to our records, the explanted device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
(B)(4) = vegetations. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis. According to the operative report, the patient who has short-gut syndrome and aortic valve replacement approx. 2 years ago. It was noted that the patient was likely to develop subacute bacterial endocarditis again because she took poor care of herself and followed medical instructions poorly. Upon inspection of the valve, it was noted to be highly vegetative. The was no appearance of any structure that appeared normal. The aortic root was almost totally separated from the cardiac outflow tract. The valve was excised. The health-care provider has indicated that this event was due to patient related factors. Unfortunately, the edwards device was not returned. Without return of the device, an evaluation cannot be performed to confirm the reported event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was indicated to be from short-gut syndrome.